Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
Rp.(B)(4) - the dentist reported that, 7 months after the dental implant was installed in intraoral region #7; its non-osseointegration was observed. Twenty ncm of primary stability was achieved. The patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed and fenestration occurred during surgery.